Event description:
The facility reported an infusion pump with failure code 814:04 on channel b. The event was reported to have occurred during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last co service event and no injury had been reported. No additional contact info was available.